Manufacturer narrative:
Follow-up #1 date of submission 06/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, the cartridge cap was observed to be damaged; it was torn at the sides with damaged threads. The cap was able to secure on to a test pump.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the cartridge cap had stripped threads. There were no numbers specified which does not meet animas criteria for an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.